Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's display for spo2 had missing 1 in 100%. The customer reporter reported there was no patient harm.